Manufacturer narrative:
(B)(4). Lot numbers: 07509001079, 070509001082, 070509001083, 070509001084, 070509001085, 070509001087, 070509001088 (all manufactured on 9 may 2007), 100401000315 (manufactured 01 april 2010). Method: the complaint infant warmers were not returned to fisher & paykel healthcare for investigation. An attempt was made to obtain further information from the customer regarding the reported event however no answers were received. Therefore, our investigation is based on the information provided by the customer, photographs provided showing damage to the head of the infant warmers, previous similar investigations and our knowledge of the product. Results: the photographs provided showed cracks on the upper case of the infant warmer heads. Crazing was also apparent on the infant warmer heads. Delamination of the outer plastic shell and plastic chipping was evident at the bottom edge of the upper case of the infant warmer head. Based on our knowledge of the product and this failure mode, it is likely that the observed damage on the warmer head is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the heater head begins to warm up during use a chemical reaction with the incompatible cleaning solution results in gradual crazing and cracking of the heater head. We note that seven of the complaint infant warmers were manufactured in 2007 and hence are already over nine years old. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base. Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces. We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes.

Event description:
A hospital in (B)(6) reported via a distributor that eight iw920 mobile infant warmers had "cracks appear on the plastic cases" of the infant warmer head. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining further information from the hospital to determine if the complaint mobile infant warmers caused or contributed to the reported event. We are also attempting to obtain the subject complaint devices for further investigation. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a distributor that eight iw920 mobile infant warmers had "cracks appear on the plastic cases" of the infant warmer head. No patient consequence was reported.